Event description:
Caller reported pump battery would not charge despite using a tandem charging cable and a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Caller tried different wall adapters and charging cables without success, leading to cts deciding to replace pump. Customer reverted to an alternate form of insulin therapy.